Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 427 mg/dl, which the customer treated with the insulin pump. She observed that she had been given a large dose of prednisone, which she stated did tend to raise her blood glucose levels. She was uncertain whether there were any other factors that could have contributed to the high blood glucose. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime. The customer also noted a one inch crack in the casing along the reservoir compartment of the insulin pump that had been present for the past few weeks. Unable to complete troubleshoot due to lack of a tubing clamp; advised that one would be sent to the customer for further troubleshooting. On the same day, the customer had also called requesting assistance with clarifying the maximum bolus exceeded alert. The blood glucose reading was 309 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.